Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 3/2/2000. On 3/18/2000 consumer sought medical treatment for infection of the right ear. Consumer received two treatments of IV antibiotics and was prescribed oral antibiotics.